Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6), h3: analysis of the returned wireless recharger (s/n: (B)(6) found that the patient's complaint was confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA#: 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. (B)(6). The patient reported seeing scrolling battery lights on the recharger today. Caller said that they called the local medtronic representative, (B)(6) (asked, last name unknown) today about the issue and rep reviewed troubleshooting step but that didn't resolve so was redirected to call patient services. The following troubleshooting steps were performed: reset the recharger, additional troubleshooting information: checked dock, confirmed, sees green light and stated that when not in use the recharger is kept in the plugged in dock. The issue was not resolved through troubleshooting. An email was sent to the repair department. Redirected caller: other (document in note) patient's husband called back to check on tracking info. Pt services consulted with repair and confirmed recharger is shipping out today for tomorrow delivery. Pt services relayed this info to the caller. Additional information was received from the patient on 2023-sep-26. They reported that they received the new recharger and needed help pairing it, which they were able to do so successfully.